Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Leave pieces inside you, tampon- vagina [foreign body in reproductive tract]. Tampons fall apart [device breakage]. Case description: consumer reported via social media that tampons fall apart. No serious injury reported.